Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii and "thin layer of periprosthetic liquid". Continued e1 phone number: (B)(6).

Event description:
Physician reported right side capsular contracture baker grade iii and a "thin layer of periprosthetic liquid". Device remains implanted.